Event description:
Customer reported the insulin pump had a blank display; it alarmed failed battery test and weak battery. The battery cap on the device was also damaged. Multiple fractures on the cap were noted and on the surrounding in the battery compartment. Customer states she inserted a new battery, display full battery, and then it went blank. Customer's blood glucose was 135 mg/dl. Troubleshooting was performed for the alarms, blank display, and cosmetic damage. Device continued to alarm failed battery test after troubleshooting. Customer was advised to discontinue use the device and revert to back up plan after troubleshooting for cosmetic damage was performed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.